Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with it been a gradual increase. Technical services (ts) was consulted and discussed therapy delivery options and how they may be affected based on presenting measurements. Caller will further discuss medical treatment with the patients physician. This rv lead remains in service. No adverse patient effects were reported.